Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the insulin pump telling me that is am high and the sensor is saying I am high, but I did not feel high. The customer did troubleshooting the issues. The customer treated the high blood glucose with 12 units of insulin. The current blood glucose level was 335 mg/dl. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.